Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the pacing lead helix required high amounts of turns to implant the lead leading to fracture. The lead was not used and was replaced.  No patient complications have been reported as a result of this event.